Event description:
A greenfield filter was implanted on (B)(6) 2003. On (B)(6) 2019 it was noted via a CT scan that perforation had occurred. Ivc filter in place centered at l2 level. Apex of filter is located 3cm above right renal vein and 2cm above left renal vein. Tines of filter extend through wall of ivc and contact adjacent abdominal aorta and right renal vein. Apex of filter does not touch ivc wall. There is 1cm coarse calcification extending superior to filter likely reflecting chronic thrombus. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On (B)(6) 2019 it was noted via a CT scan that perforation had occurred. Ivc filter in place centered at l2 level. Apex of filter is located 3cm above right renal vein and 2cm above left renal vein. Tines of filter extend through wall of ivc and contact adjacent abdominal aorta and right renal vein. Apex of filter does not touch ivc wall. There is 1cm coarse calcification extending superior to filter likely reflecting chronic thrombus. No further patient complications were reported.